Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) /2006 and mesh and obtryx were implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion codes: 67, 92 no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat pelvic organ prolapsed, mixed urinary incontinence, cystocele and rectocele and mesh was implanted. It was reported that the patient had a concurrent procedure of a laparoscopic bilateral salpingo-oophorectomy, anterior and posterior colporrhaphy and a laparoscopic bilateral salpingo-oophorectomy performed during mesh implantation. It was reported that patient underwent mesh removal/revision with cystoscopy on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced vaginal pressure and urinary incontinence. It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with cystoscopy